Event description:
It was reported that the reporter attempted to scan a patient with a bladder stimulator last year who had a ¿bad wire connection.¿ the reporter had to call the company, she was not sure which manufacturer it was, to figure out if the MRI scan would be possible. The company talked to the reporter for two hours on the phone since the patient programmer was not working. The programmer showed a question mark on the screen. It was later determined that the lead was broken by the patient¿s healthcare provider (hcp). The patient¿s system was revised before the MRI could be done.

Manufacturer narrative:
Product ID: 3037, serial# unknown, product type: programmer. Patient product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).